Manufacturer narrative:
Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed error code 341 occurred during an infusion (medication, programmed amount and delivery rate unknown). The nurse did not hear the alarm and claims the pump shut itself off. There was no known patient injury or medical intervention associated with this event. No additional information is available.